Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic. The right ventricular lead exhibited noise episodes. The noise could be reproduced with isometrics. The device was reprogrammed and the patient would continue to be monitored.